Event description:
Technician alleged the hi/low was drifting on this bed.

Manufacturer narrative:
Tech found the brake spring dirty. He removed and cleaned and degreased hi/lo brake spring to resolve. No injuries reported.